Event description:
A pt experienced excruciating pain and could not walk, when she would bend or stand a certain way. It was further reported that when the issue would occur she would have to "drop everything and just lay down". The pt planned to follow-up with a company rep. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).